Event description:
It was reported that the patient was hospitalized due to a swollen and painful left arm. Thrombosis of the left subclavian and axillary vein was diagnosed and treated. The patient recovered and the event was reported as procedure related. The lead remains in use. The patient was enrolled in the painfree study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.